Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was infected when his first surgery was performed with depuy implants and it was a one-stage revision utilizing a distal femoral component on (B)(6) 2019 and was captured in (B)(4). A static spacer was placed on (B)(6) 2020, with another rep covering. The broken implant was reported on (B)(6) 2020 and captured in pc-(B)(4). It was removed and as the infection has cleared, the patient was reimplanted at that time. Doi: (B)(6) 2019. Dor: (B)(6) 2020; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.